Event description:
Additional information: 1068042 novosyn chd 2/0 hr 26 70 cm = event on 8 nov 2025. Patient information: female, 38 years old bmi 23.1 before pregnancy and weight at the end of pregnancy 77.2 kg.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 22 unopened samples for analysis. We have tested the needle bending strength of the needles received and the result is 13.442 nxcm in minimum and fulfill the needle bending strength specification of 10.8 nxcm in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Moreover, needle bending strength results of the needles tested during the production control were 13.227 and 13.214 nxcm and fulfilled the needle specifications for needle bending strength of 10.8 nxcm. We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same thread raw material batches as the used in this product. As stated in the instruction for use of the product: 'when working with novosyn® chd suture materials, great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, does not cause any crushing or crimping damage to the suture material.' Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn chd suture. The client reported that needle snapped inside vaginal wall. Additional information: no patient injuries have occurred from these incidents; in both cases, the needle was successfully removed from the tissue. Additional information has been requested.